Event description:
A surgeon used 5 fast-fix devices and 4 of them had the suture break while cinching the knot. T's from all of the devices remain the pt. A delay of 20-minutes was experienced. It is unknown how far apart the t's were placed.